Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a contained ruptured thoracic aortic aneurysm. The descending thoracic aorta was angulated in an "s"-shape. It was reported that the deployment of the stent graft was started at the location of the secondary angle of the "s"-shape, and when deployment of the proximal main stent graft was started, one of the springs started to misalign. The physician pulled the delivery sys downward about 1 cm in order to correct the misalignment. A second stent graft was then implanted to complete the case. The angiography run showed one of the 5 spring peaks of the stent graft was not on the same plane as the remaining 4 springs. The post-operative angiogram appeared fine, and no endoleak was evident. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4) (misaligned deployment): eval results and conclusions: s-shaped aorta. Treatment of a pre-operative rupture.